Event description:
Procedure: roux-en-y. According to the reporter: in the initial surgery, the surgeon used eea 21mm, orvil and duet 60/3.5mm. One month post-operatively, the patient was presented to the emergency department with a gi bleed. The surgeon did not scope the patient to ascertain the cause. The surgeon suspected it might be an ulcer. The condition self-corrected. The surgeon was not sure why it would happen but wondered if the duet was the cause. Bleeding resolved within one week. The patient's status was reported as doing well.

Manufacturer narrative:
Initial report sent to FDA on 10/21/2009.